Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions and conclusions, and h10 in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was received and reviewed, there was calcification found in the landing zone and the balloon burst radially and longitudinally, with balloon spring stretching and distal balloon wings flared. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as 3mensio confirmed the presence of calcification in the landing zone. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the customer also reported ''the balloon had been inflated with an additional 2 cc of volume prior to deployment''. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. The complaint for inability to withdraw system through sheath was empirically confirmed. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the events. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
It was reported by the field clinical specialist that during a transcatheter aortic valve replacement (tavr) procedure via left transfemoral access with a 26 mm edwards sapien 3 ultra resilia valve the balloon ruptured at full inflation. The valve was successfully implanted in the aortic position; post dilation was not performed and there was no paravalvular or central leak. The patient remained in stable condition following the procedure. Blood was observed in the syringe, and the balloon could not be fully encapsulated within the 14fr esheath+ during withdrawal. This led to significant difficulty removing the delivery system and sheath from the access site. The delivery system was coaxially aligned upon re-entry into the distal end of the sheath and was fully unflexed during withdrawal, with the flex tip positioned at the valve. The ds and sheath were removed together as a single unit. The sheath was found to be crumpled in the middle, with visible liner delamination and shaft damage localized to the blue portion. The 26 mm commander delivery system (ds) was observed to protrude out the side of the sheath while still in the patient. The inflation balloon wings near the nose cone were exposed. These complications resulted in a femoral artery dissection. The physician placed three self-expanding covered stents in the superficial femoral artery (sfa), extending into the profunda femoris artery to manage the injury. No difficulty was reported during insertion of the sheath or delivery system, and no other edwards devices were damaged during the case. No retained volume was noted in the balloon, and no leakage was observed. The balloon had been inflated with an additional 2 cc of volume prior to deployment. A pre-implant balloon aortic valvuloplasty (bav) was not performed. The devices involved were discarded and are not available for return. A 3mensio report is available for further anatomical assessment. The root cause of the dissection of the femoral artery was caused by the ruptured balloon and ''crumpled'' esheath during removal from the access site.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.